Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that could have contributed to the reported dislodging of the cannula. The exact cause of the reported dislodging event could not be determined. No bends or kinks to the soft cannula were observed. The pod data indicates there was no struggle to deliver insulin. No problem was found. Cracks were observed on the top housing. It could not be determined when the cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found to be dislodged and bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.